Manufacturer narrative:
UDI not available as product was manufactured on or before 9/23/2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator change due to normal battery depletion. Upon interrogation, it was noted that the right atrial lead exhibited noise over-sensing. Programming changes were made; the patient would continue to be monitored. The patient was in stable condition.